Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 527 mg/dl, which was treated with manual injection. Customer had symptoms of tiredness. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer states that there was one small air bubble near reservoir. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test